Event description:
It was reported that the pt's implantable neurostimulator turned itself off. The pt experienced a return of symptoms including loss of balance and slurred speech. Additional info has been requested, but was not available as of the date of this report.